Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was difficult to place. It was unknown if the placement difficulty was due to the patient's anatomy. The lead remains in use. No patient complications have been reported as a result of this event.